Event description:
Medtronic received information that multiple pipelines were implanted (ped3-027-400-16, lot: b439301 & ped3-027-400-20, lot: b384092) for the second aneurysm being treated due to "foreshortening of the 1st device". Cerebral infarction was reported by site, however, it was not reported to be associated with the device deficiency. There were no patient symptoms/injuries related to this event. Baseline aneurysm character tics: aneurysm #2, right internal carotid artery (ica) c7 sidewall fusiform aneurysm measuring 3mm x 2mm with max diameter of 5mm and neck size of 4mm. Additional information received reported site reports at the conclusion of the procedure, the study devices were successfully implanted. Subject was discharged to home/self-care on (B)(6) 2023. Site has updated the adverse event term to ¿stroke¿. No cause of the stroke was reported by site. Additional information received reported that per source review, the index procedure report from (B)(6) 2023, after deployment of the first pipeline vantage stent, it is noted "unfolding in the proximal section was only partially complete." Then after a short period, apposition thrombi initially formed at the distal end of the stent and subsequently in the proximal direction too. The patient was duly started on intravenous tirofiban immediately (31ml/h for 30 min, followed by 7.8ml/h as a maintenance dose). The thrombi then disappeared completely." After deployment of the second pipeline vantage stent, it is noted, "the only issue is that both stents are not completely congruent at the base of the aneurysm due to the significant expansion if the initial stent inserted here." Medtronic received information that a patient treated with 3 ped3 pipeline vantage stents had left arm paresis. Physical therapy was used as treatment. The event resolved on (B)(6) 2023. The event was probably related to the device and causally related to the procedure. The patient was being treated for two aneurysm. Aneurysm_number: 1, side (hemisphere): left, location (vessel): internal carotid artery (ica), specify segment of ica: c7, location of aneurysm in vessel: sidewall, aneurysm morphology: saccular, maximum aneurysm diameter: 7mm, aneurysm dome height: 7mm, aneurysm dome width: 6mm, aneurysm neck size: 5mm, parent artery diameter distal to aneurysm: 4.3mm, parent artery diameter proximal to aneurysm: 3.5mm, significant stasis at the end of the procedure, complete neck coverage, raymond and roy occlusion class 2. Aneurysm_number: 2, side (hemisphere): right, location (vessel): internal carotid artery, specify segment of ica: c7, location of aneurysm in vessel: sidewall, aneurysm morphology: fusiform, maximum aneurysm diameter: 5mm, aneurysm dome height: 3mm, aneurysm dome width: 2mm, aneurysm neck size: 4mm, parent artery diameter distal to aneurysm: 3.3mm, parent artery diameter proximal to aneurysm: 3.3mm, no stasis at the end of the procedure. Raymond and roy occlusion class 3. Additional information received reported that the patient was hospitalized. Additional information received reported that the patient experienced a stroke which was the result of the opposition thrombi. This resulted in a prolongation of existing hospitalization, and the patient was treated with physical therapy. Additional information received reported change to patient outcome date noting the event was resolved/patient recovered on (B)(6) 2023. Additional information received that left arm paresis occurred. Stroke is the result of the opposition thrombi. The foreshortening and subsequent need for placing a second flow diverter stent probably mediated the adverse event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.